Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7075836, medical device expiration date: n/a, device manufacture date: 2007-03-29, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 322057 batch no: 7075836 & 9058400 & unknown lot. It was reported that during use of the lancet 33ga 100 count us the user used lancets that are past the expiration date. Did not have adverse advents from using the items. The following information was provided by the initial reporter: the lancets that he has was left over from his wife's use she passed away over 3 years ago. 2-3 months ago callers doctors advised him to test blood glucose for a short time and stopped using these lancets a while ago. Informed this caller they are expired he understands they are not to be used. Did not have adverse advents from using the items.